Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 625cc saline breast prosthesis. Deflation of the left breast prosthesis was determined by md. As a result, the patient was scheduled for removal on (B)(6) 2018.

Manufacturer narrative:
On 2/28/2019, mentor became aware that the patient underwent unilateral removal and replacement with a 625cc mentor smooth round moderate profile saline catalog: 3501695 lot: 7535442 sn: (B)(4) on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).